Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed doing a 6-month preventive maintenance and one set of fluid delivery line (fdl) valves were not maintaining -7 psi, it reached -5.0, all other valves are maintaining -7.0 in an arctic sun device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed doing a 6-month preventive maintenance and one set of fluid delivery line (fdl) valves were not maintaining -7 psi, it reached -5.0, all other valves are maintaining -7.0 in an arctic sun device.